Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that everything was intact; however, upon close observation of a mynxgrip vascular closure device (vcd), the customer found there to be a strand of hair or fabric coming from the vcd itself. They are certain this was not from a fault of theirs as they had just opened the packaging on the scrub trolley with the vcd still half in its shell. A second device was opened and the procedure was completed.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Complaint conclusion: it was reported that everything was intact; however, upon close observation of a mynxgrip vascular closure device (vcd), the customer found there to be a strand of hair or fabric coming from the vcd shuttle. As reported, they are certain this was not from a fault of theirs as they had just opened the packaging on the scrub trolley with the vcd still half in its shell. A second device was opened and the procedure was completed. The patient's hospitalization was not extended as a result of the event. A non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the device was not returned in its original pouch. The device was placed in the tray for returning. A thread of "hair-like" material, approximately 245 mm in length, was observed in the tray when the tray was opened. The shuttle was engaged to the black handle. The advancer tube and sealant remained in their manufactured positions. The syringe was not returned. No visual damages or anomalies were observed on the returned device itself. A device history record (DHR) review of lot f1806401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box foreign material¿ was confirmed since there was a hair found during analysis of the returned device. However, the source of the foreign object could not be determined as the device was not returned in its original pouch. Based on the provided information, it is not possible to determine what factors may have contributed to the foreign material found in the packaging. According to the instructions for use, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that everything was intact; however, upon close observation of a mynxgrip vascular closure device (vcd), the customer found there to be a strand of hair or fabric coming from the vcd shuttle. As reported, they are certain this was not from a fault of theirs as they had just opened the packaging on the scrub trolley with the vcd still half in its shell. A second device was opened and the procedure was completed. The patient's hospitalization was not extended as a result of the event.